Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including an ars and introducer needle. Visual examination of the components did not reveal any defects or anomalies. Signs of use in the form of biological material were observed on the protective tubing over the introducer needle. The sample was returned with the hub of the introducer needle fitting snugly on the nose of the ars syringe. With the hub of the introducer needle connected to the ars syringe, the needle was submerged in water, and aspiration was replicated. The plunger was then depressed and water exited the bevel of the needle. No leaks were detected during aspiration or purging of the water. The connection between the syringe and the needle was compared with another ars syringe and introducer needle from lab inventory. The returned ars syringe was tested with a lab inventory needle, and the returned needle was tested with a lab inventory ars syringe. No differences were detected. A device history record review was performed with no relevant findings. The customer report of an insecure ars syringe/needle connection could not be confirmed by complaint investigation. No anomalies were identified. The returned syringe and introducer needle was able to aspirate and purge water with no leaks being detected. The connection between the needle and the syringe was also compared to another syringe and needle from lab inventory and no differences were detected. No problem was found with the returned samples. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "the connection between introduction syringe and needle has air leaking issue." The device was replaced. No patient harm or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the connection between introduction syringe and needle has air leaking issue." The device was replaced. No patient harm or complication reported. The patient's condition is reported as fine.